Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula came out from site. The patient was admitted to the hospital due to a serious infection. Multiple procedures were performed to drain and remove abscesses from the left and right abdomen. Antibiotic medication was prescribed by the healthcare professional to treat the infection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.